Event description:
It was reported that "central line inserted on patient by picu fellow. When rn attempted to flush the line, noted that blood was backing up and leaking from the line. Cap changed but leaking continued. Upon further inspection, noted to be cracked and leaking at the connection between the distal lumen and the brown/red lumen hub. Fellow notified and in to inspect. Upon inspection/trouble shooting, the red/brown hub fully broke from the line. Line no longer usable and cvl needed to be rewired to a new cvl." There was no patient harm or injury. The patients current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The customer report of a separation of the extension line from the luer hub was confirmed from the photo as it revealed separation of the distal hub from the extension line. The customer also returned one, 2-lumen cvc for analysis. Signs of use were observed on and within the returned catheter. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub. A portion of the extension line was still molded within the separated luer hub. The extension line appeared smooth at the point of separation. This damage is consistent with a manufacturing molding defect. The distal extension line was additionally intentionally severed towards the middle of the body. The outer diameter of the distal extension line measured 0.0860", which is within the specification limits of 0.084 - 0.088" per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 0.054", which is not within the specification limits of 0.055-0.059" per distal extension line extrusion product drawing. This dimensional discrepancy may have contributed to the reported damage. The proximal extension line was flushed with a lab inventory syringe with the distal end of the catheter extrusion occluded to ensure no catheter inter lumen crossover. No backflow was observed. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A manual tug test confirmed that the proximal extension line was secure within its respective luer hub. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub. A portion of the extension line was still molded within the separated luer hub. This damage is consistent with previous manufacturing molding complaints. Based on the appearance of the damage , manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "central line inserted on patient by picu fellow. When rn attempted to flush the line, noted that blood was backing up and leaking from the line. Cap changed but leaking continued. Upon further inspection, noted to be cracked and leaking at the connection between the distal lumen and the brown/red lumen hub. Fellow notified and in to inspect. Upon inspection/trouble shooting, the red/brown hub fully broke from the line. Line no longer usable and cvl needed to be rewired to a new cvl." There was no patient harm or injury. The patients current condition is unknown at this time.

Manufacturer narrative:
(B)(4).